Manufacturer narrative:
It was reported that the feeding syringe broke during use and that it does not flush. Reportedly, the broken feeding syringe "punctures nurses in their palm." No serious injury or medical intervention was originally reported. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. No sample was returned for evaluation. The reported problem/issue was not confirmed and a root cause was unable to be determined. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the feeding syringe broke during use and that it does not flush.